Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the electrode belt cable connecting ECG c and d to the distribution node was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that belt was unable to complete functional testing.